Event description:
It was reported that the patients ipg had to be frequently charged. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.